Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device pain: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. Changes in sleep habits: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side suspected rupture via ultrasound, "was not notified that the implant I currently have in situ has been recalled due to alcl incidence", and "been experiencing pain, swelling, asymmetry, reduced arm mobility due to pain, disturbed sleep due to pain painful lump at the bottom, bottomed out, capsular contracture, baker grade unknown, and hard and painful breast". Healthcare professional later reported "capsular contracture grade 4". Healthcare professional reported "implant was intact". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported left side suspected rupture via ultrasound and "pain, swelling, asymmetry, reduced arm mobility due to pain, disturbed sleep (not device related) due to pain painful lump at the bottom, bottomed out, capsular contracture, baker grade unknown, and hard and painful breast". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6. Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an. Anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. Changes in sleep habits: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture, capsular contracture, baker grade unknown. Pain, swelling, asymmetry, "reduced arm mobility" secondary to pain, disturbed sleep secondary to "painful lump at the bottom" (not device related), and "hard and painful breast". Healthcare professional later reported baker grade IV and the device was intact. Device has been explanted. Upon further review, abbvie has determined that the event of rupture did not occur and will be un-reported.